Event description:
It was reported that the number eight key on the keypad was physical stuck down causing the number eight to double tap. It was also reported there was no pt incident or adverse event.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.